Manufacturer narrative:
The insulin pump was received with a pump error 38 alarm during rewind due to a corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38 alarm. Unable to verify battery power loss due to moisture damage. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump got restarted, shutdown, turned back on and had a pump error alarm during rewind. Customer was assisted with clearing the alarm. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that they performed displacement test and self test. Insulin pump passed both of it. Insulin pump had battery failed alarm. No harm requiring medical intervention was reported. The device was returned for analysis.